Event description:
The customer reported that an error code appeared on the system during the set up. They had to cancel two cases. There was no pt injury.

Manufacturer narrative:
The company service representative examined the system and replaced the fluidics mechanism. Investigation, including root cause analysis is in progress.